Event description:
It was reported that there was a catheter problem. The catheter was leaking near the pump. No pt symptoms, treatment, or outcome was reported. The drug contained in the pump was not reported.

Manufacturer narrative:
(B) (4).